Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device despite knowing the device was expired. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025. A mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc), with an expiration date of 09 july 2025, was prepared per the instructions for use (IFU) and inserted without issues. Three triclip xtw clips were deployed on the tricuspid valve, reducing tr to a grade of 1. It was noted that the physician had made the decision to use the expired device for the triclip procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.